Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 2.5 mmol/l with symptoms of confusion and cognitive impairment. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had stopped using the pump, but resumed pump therapy when they received a replacement. The reporter stated that when the pump was rebooted by removing and reinserting the battery, the time and date had been reset to the pump¿s default. When the pump is powered on the patient is prompted to verify the pump¿s time and date settings. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2017 with the following findings: the pump's total daily dose history showed out of order dates. The black box showed that there were manual time changes. The pump's time and date reset after a pump reboot event was observed on (B)(6) 2017 at 16:17, deliveries never resumed. The pump was exercised for 24 hours and after 24 hours the battery was removed for 6. When the pump was powered back on the time and date had reset to default. The total daily doses added up correctly to the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The battery compartment was found to be cracked.